Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that the tip of the device was bent. The most likely cause of the failure is use error due to excessive force on the device.

Event description:
On 05/13/2022, it was reported by a sales representative via sems that during a pcl reconstruction procedure, when the surgeon was drilling the femoral tunnel with an ar-1204af-110 flipcutter, the tip struck the top of the femoral notch and the flipcutter split open and broke. The tip was retrieved from the patient and then an ar-1204af-105 flipcutter was used and during use the tip bent. The case was completed by using a third flipcutter without further issue.